Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2016. The customer's blood glucose was 590 mg/dl at the time of incident. The customer's blood glucose was 111 mg/dl at the time of call. The customer stated that they gave correction with manual injection. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.